Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of the basket detached prematurely. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Visual analysis of the return device found the basket wires retracted. The tip of the basket was detached and not returned. Side car-rx presented pushback out of specification. The basket was extended and found the basket wires undeformed. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the basket tip detached prematurely. Per the event description, the most probable root cause for this complaint is "operational context." The side car-rx pushback is likely due to procedural factors and the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tip of the basket detached prematurely. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.